Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc saline breast implants that the left side deflated after implantation. The issue diagnosed by physical examination. As a result, the patient scheduled for bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 04/23/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/26/2018, additional information indicated that on (B)(6) 2018, patient underwent bilateral removal and replacement as follow: left catalog number 3501670, lot number 7557303, serial number (B)(4). Right catalog number 3501670, lot number 7562723, serial number (B)(4). The correct age of the patient is (B)(6) years old, new information indicates the date of the event is (B)(6) 2018. On 5/2/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The serial number of the device in the initial report incorrectly reported, the correct serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed creases on both aspects. A rent measuring approximately 0.3 cm was discovered within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence indicates that the result relates to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).